Event description:
It was reported that the patient implanted with this right atrial (ra) lead had not been evaluated for an extended period of time. Remote device evaluation identified an isolated high, out-of-range pace impedance measurement of 3000 ohms. Impedance measurements obtained before and after this isolated event were within normal limits. Myopotential noise was also observed on the stored electrocardiograms. Technical services (ts) recommended reprogramming the ra lead sensing from unipolar sensing to bipolar sensing. Additional information indicated that the patient was evaluated in clinic. Isometric testing and pocket manipulation did not reproduce the high impedance condition; however, threshold measurements were elevated, and noise was observed in bipolar configuration. Based on the available information, ts suspected lead damage.